Event description:
Caller states that the patient 1 tested 4.1 inr and 6.1 inr during duplicate testing. Caller states that patient 2 tested 5.6 inr and 7.7 inr during duplicate testing. Caller states that 2 boxes of the same strip lot were used. Caller states that patient 1's coumadin was held for a day due to device results, however, no adverse event reported for either patient. No information provided for patient 2. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No information for patient 2 provided.